Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis an empty opened overwrap, eight empty folders, a needle-suture piece and two sutures pieces of product code 155011, lot af5306. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The suture pieces were observed damaged and cut. Due to the condition of the sample the functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. It was received for analysis seven unopened samples of product code 155011, lot af5306. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify and explain what do you mean by " the suture was in poor quality, presenting break in all phases of the procedure?" Did the suture break into 2 pieces while suturing, intra-op? Or was the suture found already broken in package before use on patient, pre-op? How many sutures involved in total presented with the quality issue for this lot reported? This event was initially reported in the 2017q3 suture asr (asr exemption: e1999004) on 10/26/2017. After revocation of this exemption, additional information regarding this event was received. This report contains all information to date on this event.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, the suture was of poor quality, presenting break in all phases of the procedure. There were no adverse patient consequences reported. Additional information was requested.